Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified de novo proximal right coronary artery that was 95% stenosed. The patient presented with angina and a 2.75 x 28 mm xience xpedition stent was implanted. After implantation, a distal edge dissection was identified, which was treated with an unspecified xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.